Event description:
It was reported that the patient's left hip was revised due to chronic dislocation of the head from the liner. A stem, head, liner and shell were revised. Rep reported that the surgeon wanted to add more version and stability to the construct. Patient was revised to a multi-hole shell, mdm/ adm liner construct, femoral head, and exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.